Manufacturer narrative:
Concomitant medical products: 414005 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged within a month after it was implanted. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.